Event description:
A technician reported that a patient who is one month postoperative bilateral lasik surgery, is experiencing light sensitivity and has near vision problems. Topical steroids were increased to treat the event. In a follow up the technician reported that the event had resolved, and the drops were discontinued. The patient will return for routine follow up care. No further information is expected. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).